Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and healthcare provider (hcp) via the rep. The rep reported they had watched the patient's process when syncing the controller with the ins. When the patient was holding the controller over the ins, they had inadvertently hit the off button and then they hit the sync button. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2018, the patient had a return of symptoms. The rep met with the patient on (B)(6) 2018, and checked usage and found that there was only a 27% usage within the last 90 days. It was noted the patient usually has 99%-100% usage because they never turn the ins off. The patient was using a day program and a night program and had not noticed that their stimulation had turned off. There was no report of any trauma or falls. Impedances were checked. High impedances (>10,000 ohms) were found on multiple contacts. It was noted the patient was only using contacts 0 and 4, which had an impedance of 1498 ohms, and the rep confirmed with the patient that their stimulation was working and comfortable. The manufacturer file was analyzed to determine why the usage was only at 27%. The file showed that the ins was off from (B)(6) to (B)(6) and also from (B)(6) to (B)(6). During those times, the patient had "stillbe" switching between groups even though the therapy was off. It was reviewed that it was possible the ins was accidentally turned off by the patient (user error). The rep stated the patient would monitor for further return of symptoms, and if they do they will check to see if the ins is on. No further complications were reported or anticipated.